Manufacturer narrative:
(B)(4). Eval, results: (stent thrombosis, mi).

Event description:
Pt had a 3.0 mm diameter x 15 mm length endeavor sprint rapid exchange (rx) drug-eluting stent implanted in the proximal lad during a revascularization procedure. Approximately 3 weeks later, the pt suffered a coronary stent thrombosis. It was reported that the pt was "found to be involved in stemi". Pt changed from plavix to effient. The pt underwent thrombolytic therapy and percutaneous intervention. Pt recovered with treatment and no other clinical sequelae were reported.